Event description:
It was reported that shaver unit activates on its own. Further, the service technician reported that the device was used for demonstration purposes.

Manufacturer narrative:
Information will be provided once the investigation has been completed.